Event description:
On (B)(6) 2013, it was reported that the pump emitted a loss-of-prime alarm. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.